Event description:
Customer reported that the pump would turn off unexpectedly even when it had a charge. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.